Manufacturer narrative:
It was not reported if the peritonitis was resolved. One day prior to the receipt of this report, the patient passed away. The cause of death was not reported nor was it reported if an autopsy was performed. It was not reported if peritoneal dialysis therapy remained ongoing until the time of death or if the patient was performing therapy at the time of death. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, treatment, and outcome of the peritonitis event were not reported. It was not reported if the patient was hospitalized for the peritonitis. Action taken with pd therapies were not reported. No additional information is available.